Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump shows a partial display. The patient's blood glucose level was 228 mg/dl at the time of the call. The customer stated that they were going to have a CT scan and will call back at a later time to address the issue.